Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that unit would not ventilate during use on a patient on the revel ventilator. The customer reported they swapped the unit out with another revel and it worked correctly. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found a dent on the inspiratory port and 2 scratches on the upper housing cover, right lower corner. Installed the uut on a known good cradle and ran ptprogrammer ¿ uut modules communicated with no issues or faults utilized the ptv event tool to download event trace. Connected uut on a known good circuit and flow analyzer. Performed post (power on self-test) per subsequent operations in ¿startup mode¿¿ passed. Uut has 80 occurrences of patient circuit fault alarm. Uut event trace shows no indication that it stops ventilating or will not ventilate as per the complaint. The multiple ¿patient circuit fault alarm¿ and patient circuit fault recovered¿ indicate that the circuit lung leaks either on the patient¿s side or the y-circuit lung side. Event trace shows the duplication of the alarm recorded by intentionally triggering and duplicating alarm errors based on the event trace recorded. The uut didn¿t stop ventilating and was functional with no issues or faults. Uut has operated according to expectations. Performed a functional test¿ passed. Uut has underwent an automated final test on (B)(6) 2019 passing on all counts. Vent preventative maintenance record shows a 15k pm (periodic maintenance) was performed last (B)(6) 2023 by carefusion. There is no failure to report. Event trace review found the uut to have operated according to expectations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.